Event description:
On 7/apr/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to fungal (yeast) peritonitis. The patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd) for rrt. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >2000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day and ceftazidime 1000 mg daily x 14 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent culture result returned positive for candida parapsilosis, and the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hd catheter (not a fresenius product was inserted). The patient¿s vancomycin and ceftazidime were discontinued, and intravenous (IV) diflucan x 21 days (dose not provided) was prescribed. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently training for home hd. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).